Manufacturer narrative:
The customer had initially asked if ultra-centrifuging was an approved method for handling lipemic samples. The investigation determined that ultra-centrifugation is an appropriate work around for lipemic samples. An additional workaround was to perform a visual evaluation of the sample and perform either a 1:2 or 1:3 manual dilution. The investigation determined that the issue was due to the patient sample that was very lipemic.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer questioned results for 1 patient sample tested for astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (astl) and altl alanine aminotransferase - pyridoxal phosphate activated (altl) on a cobas 6000 c (501) module. Based on the data provided, the astl results were erroneous and reported outside of the laboratory. The initial astl result was 21 u/l with a data flag. The sample was repeated and the result was < 5 u/l with a data flag. The result of <5 u/l was reported outside of the laboratory. On (B)(6)2017 the sample was repeated after ultra-centrifuging and the result was 20 u/l. The result of 20 u/l was released outside of the laboratory as a corrected result. The customer stated that the lipemia index, as measured by the c501 analyzer, was 153 for this sample where the cutoff for astl is 150, per product labeling. The sample was visually very lipemic. The customer was not sure which result was correct. She is wondering if ultra-centrifuging is an approved method for handling lipemic samples. No adverse event occurred. The astl reagent lot number was (B)(4) with an expiration date of 05/31/2018. Calibration and quality controls were acceptable. The field service engineer (fse) visited the customer site and found an issue with the sample probe. The sample probe was cleaned. A check test was performed and all results were within the acceptable range. The instrument was functioning per specification.